Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's display board was replaced to address the issue. In addition of the above evaluation, the device's blower was preventively replaced. The technician performed final test, battery checking, valve checking, a test run, cleaning and the software was confirmed to be v1.06.05.00.